Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by a clinician repeated air in line alarms were causing alarm fatigue and distraction for clinicians and patients. This was a general complaint with no additional details provided. Additionally, the clinician requested that the pump module be configured to load the tubing backwards to reduce the air in line as the believed if the tubing were loaded upside down (patient side exiting the top of the module) the air would rise and reduce air in line alarms. There was patient involvement, but no harm.